Manufacturer narrative:
H3 device evaluation: analysis of the first lead found the #0, #3, #4, and #7 conductors were broken 2.9 cm from the lead¿s proximal end. Analysis of the second lead found all conductors were broken 16.7 cm from the lead¿s distal end. H6: please note that method code 4118, result code 3233, and conclusion code 11 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this date is an approximation; only the month and year were reported. Concomitant medical products: product ID: 97792, lot# unknown, product type: accessory; product ID: 97792, lot# unknown, product type: accessory; product ID: 977a290 lot# 0211461767, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a290, lot# 0215168495, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 25-may-2020, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 24-mar-2022, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that impedance testing performed with the clinician programmer found ¿8 electrodes on one lead and 2 on the other¿ were ¿not functional.¿ it was further reported the impedances were ¿>10000 ohms.¿ there were no external factors reported to have led or contributed to the issue. Both leads were replaced as a result of the event and the issue was resolved. No further complications were reported or anticipated.